Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system; smart touch bidirectional catheter, model # d-1327-04-s; baylis medical transseptal needle; oscor destino reach sheath; esophastar catheter. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a cryoballoon ablation procedure for paroxysmal atrial fibrillation with a pentaray nav eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. During transseptal phase, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram and echocardiogram. Pericardiocentesis yielded an unspecified amount of fluid, as the intervention was in progress at the time of complaint report. Patient required an overnight stay in the hospital as a result of the adverse event. Patient fully recovered. It was noted that the patient was in atrial fibrillation during the procedure. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it occurred during transseptal puncture. Transseptal puncture was performed with a baylis medical transseptal needle. Sheath in use was an oscor destino reach. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as no radiofrequency ablation was performed. Irrigated catheter flow setting was not reported, as no ablation catheter was used in the patient¿s body. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There is no information regarding spi value, catheter proximity, or zeroing of the catheter. There were no error messages reported on any bwi equipment during the procedure. The awareness date for this complaint was reset to 3/2/2017 because that is when it was discovered what catheters were in use during the procedure.

Manufacturer narrative:
On 7/10/2017, biosense webster learned that the lot number originally reported was incorrect. The correct lot number is 17591051l. As a result, the lot, manufacturing and expiry date fields have been updated. On 7/11/2017, the bwi failure analysis lab received the device for evaluation. (B)(4). It was reported that a (B)(6) female patient underwent a cryoballoon ablation procedure for paroxysmal atrial fibrillation with a pentaray nav eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.